Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high. The customer¿s blood glucose level was 207 mg/dl at the time of the incident. The customer reported that the pump may not be working. The customer reported that he has been having really high blood glucose. The customer reported that he has taken a manual injection and blood glucose is fine. The customer reported that he got an insulin flow block alarm about a week ago. The patient reported that the patient's blood glucose at the time of incident was 195 mg/dl. The customer's blood glucose was 146 mg/dl at the time of call. The customer reported that the pump was under delivering as blood glucose was not going down when using the insulin pump. The customer reported that he is using more insulin than normal and was changing set daily. The customer reported alarm did not occur during the fill tubing. The customer reported that the event was resolved by changing complete infusion set including the reservoir. The reservoir will not be returned for analysis.